Manufacturer narrative:
Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the gastric stimulator was removed on (B)(6) 2014 due to infection. It was noted that the patient said the gastric stimulator caused her pain and when they took her to the o.r, they found infection. The stimulator and both leads were removed. Further follow up is being conducted to obtain the patient outcome. A follow up report will be sent if additional information is received.